Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message on patient side associated to the stirring mechanism. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) . A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve the issue, distribution board, cardioplegia pump, stirrer motor, patient pump 1 and patient pump 2 were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The device was manufactured in 2015 and no similar issue was claimed. Considering available information, the reported error was due to a combination of defective components. The noise coming from the motors was most likely due to advanced corrosion processes inside the ball bearings. The causes leading to the corrosion, which generates irregularities on the surface of the balls, are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Moreover, all motors are powered via the distrubution board ul510, thus, it cannot be ruled out that a failure on the motor pcbs has negatively affected the ul510 board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.